Event description:
The manufacturer received information that a trilogy evo ventilator was sent to the manufacturer's service center for evaluation of a reported "ventilator inoperative" alarm. There was no patient involvement and no harm or injury reported. On inspection and testing, ventilator inoperative error code e-155 was confirmed in the download error log indicating the machine flow sensor drift was above the specification, requiring replacement of the machine flow sensor. Additional findings not related to the above-mentioned malfunction/issue; non-critical event error codes e-144 and e-330 were noted in the download error log, both indicating the replacement of the system printed circuit board assembly was required. The system printed circuit board assembly was replaced to address these non-critical issues. Preventative maintenance was completed per 4-year schedule. The device passed final testing and was confirmed to operate properly.